Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the delivery system balloon burst during valve deployment at 85% inflation. The valve was implanted. A post dilatation was performed and the balloon again burst at 85% inflation. There was no patient injury. The patient is stable post procedure.

Manufacturer narrative:
The 26mm commander was received with edwards commander delivery system and loader cap assembly. Delivery system returned in lock position. Fine adjustment 0% used. Flex indicator was in straight position. The returned device was evaluated, and the following was observed: longitudinal burst confirmed; no missing balloon material. No imagery was provided for review. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional inspection was performed and the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements met specification. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by returned imagery and visual inspection of the returned device . However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, mid/moderate calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, a product risk assessment escalation and corrective/preventative action (CAPA) are not required.